Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of their son's insulin pump freezing up on him. The customer's mother states that the buttons freeze and he is unable to conduct a bolus. The son is not available to troubleshoot because he is away at school. The customer's blood glucose is unknown. Customer's mother was advised to inform son to phone in, in order to troubleshoot for unresponsive keypad.